Manufacturer narrative:
Updated fields - b4, d9 date returned to manufacture, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 medical device problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the above phenomenon was confirmed at the sapporo office, but was not reproduced. The front fan and the fan above the compressor were replaced. After replacement, the system was run with good results. The failure analysis and testing department received the following parts associated with this complaint cable assy, fan 70mm 6¿¿ (qty.2). These parts were received with a reported unit failure message of unit overheating occurred after detecting fans defect. The failure analysis and testing dept. Performed a visual inspection and both fans looks in good condition. Installed cable assy. Fans into the cardiosave test fixture and tested separately to the cardiosave service manual. Performed functional tests and passed. Also, the fat dept. Pumped the unit and could not see overheating message on display. The fat dept. Could not verify the failure message of overheating unit. Both cable assy, fans passed testing. Retaining both cable assy, fans in the fat dept.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that before the treatment started, the cardiosave iabp (intra-aortic balloon pump) had detected fan malfunction but after the treatment started overheating occurred and the pump was replaced. There was mo harm or injury reported to the patient.